Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive and unable to be turned on. The customer's blood glucose level was 244 mg/dl. The customer administered a correction bolus via insulin pen. Reportedly, the customer has insulin pens available as alternate insulin therapy.